Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion, and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked display window corner, reservoir tube lip, and scratched lcd window.

Event description:
It was reported that the customer received motor error alarms. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.